Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial system implant. During the procedure, it was noted that the newly placed right atrial lead exhibited no capture and no sensing. The lead was removed but not replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.